Event description:
It was reported that patient was a passenger in a hybrid vehicle when it first came out years ago and they were in the back seat and it drained their battery. They have been so afraid to go out and ride in one since that time. Patient reported they spoke with their doctor about it. When patient asked when this occurred patient stated they have had dbs for 16 years and thinks this occurred around the time they first came out.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.